Event description:
It was reported the device had been nothing but pain. The battery pack bulges and hurts when touched. The patient had the device off for two years then they had it removed.

Manufacturer narrative:
(B)(4).